Event description:
It was reported that a xia 3 titanium multiaxial crosslink was broken intra operatively and will be returned for investigation.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review. Results: the device was confirmed to have a fractured rivet head via visual inspection. A material analysis pertaining to the loss of the rivet head concluded: "the rivet bolt broke through bent overload in ductile mode." No manufacturing issues were identified. Conclusion: the event reported occurred intra-op, the most likely cause of this event was an application of excessive torque on the rivet head.

Event description:
It was reported that a xia 3 titanium multiaxial crosslink was broken intra operatively and will be returned for investigation.